Manufacturer narrative:
It has been determined that MFR. Report # 9680577-2023-00041 has been submitted in error. The contamination was noticed prior to use and was replaced. This does not meet requirements of a reportable event. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported that the plate columbia ag 5prct sb 90mm was found to be contaminated. The following information was provided by the customer: columbia plates (B)(6), lot 3171801: contamination present in one package.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: this memo is to summarize findings on complaint (B)(4) against columbia agar with 5% sheep blood, catalog number 254071, lot number 3171801 with respect to contamination. Event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed, and similar complaints were identified for this catalog number; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided; however, picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. H3 other text : see h.10.

Event description:
It was reported that the plate columbia ag 5prct sb 90mm was found to be contaminated. The following information was provided by the customer: columbia plates art 254071, lot 3171801: contamination present in one package.